Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator alerted due to high out-of-range left ventricular (lv) pace impedance. The most recent measurement was 2,008 ohms and the previous measurement in august 2022 was 1,053 ohms. Review of the lv trend demonstrated that the increase in impedance had been gradual over time. The presenting electrogram showed a clean, artifact-free lv channel, with appropriate lv capture. Technical service recommended further review of the crt-d system. The lv lead remains in service and no adverse patient effects were reported.